Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device at the user facility, when the subject device was turned power on, it was found that the front panel display of the subject device blacked out, an alarm sounded from the subject device, and then the subject device could not work. The user facility replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the front panel display of the subject device was disappeared with the alarm sound of the subject device due to the failure of the electrical circuit board.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the failure of the electrical circuit board. There was the possibility that the failure of the board was attributed to the failure of the pressure sensor mounted on the board due to error in manufacturing process.